Manufacturer narrative:
(B)(4). Additional information. Added additional coding per information received. Drop in blood oxygen saturation. No relationship to study device: not related. Relationship to primary study procedure: possible. Minimal pulmonary air leak. Relationship to study device: not related. Relationship to primary study procedure: causal relationship h6, h10.

Manufacturer narrative:
(B)(4) date sent: 3/27/2024. Mwr-26032024-0001601298 report submission due date was not 2/24/2024 but should have been 3/28/2024.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. Additional information received: end date: 26 feb 2024 => blank outcome: recovered/resolved without sequelae => not recovered/not resolved

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. Additional event information: event details: start date: 17 feb 2024. Alert date: 11 nov 2024. Country of event: us. Adverse event term: right atelectasis. Procedure details date of procedure: (B)(6) 2024. Procedure group: lung resection. What procedure was performed (gastric)?: blank what lung resection procedure was performed? Lobectomy: no. Segmentectomy: yes. Wedge resection: no. Lung volume reduction surgery: no. Other: no. If other, specify: blank. Additional event details: site awareness date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Is the adverse event serious? : yes. Death: no. Date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2024. Discharge date: (B)(6) 2024. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: causal relationship. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Date of procedure: blank. Non-surgical procedure, therapy, or intervention: yes. Specify: flexible bronchoscopy. Date of non-surgical procedure: (B)(6) 2024 blood transfusion: no. Other: no. If other, specify: blank. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: yes did this event result in the subject's discontinuation of the study?: no. Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3. Name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 4: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 5: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 6: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 7: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. New log line: 4. Event details: start date: 15 feb 2024. Alert date: 11 nov 2024. Country of event: us. Adverse event term: right pleural effusion. Procedure details: date of procedure: (B)(6) 2024. Procedure group: lung resection. What procedure was performed (gastric)?: blank. What lung resection procedure was performed? Lobectomy: no. Segmentectomy: yes. Wedge resection: no. Lung volume reduction surgery: no. Other: no. If other, specify: blank. Additional event details: site awareness date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Is the adverse event serious? : yes. Death: no. Date of death: blank. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2024 discharge date: (B)(6) 2024 resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: causal relationship intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Date of procedure: blank. Non-surgical procedure, therapy, or intervention: yes. Specify: flexible bronchoscopy. Date of non-surgical procedure: (B)(6) 2024 blood transfusion: no. Other: no. If other, specify: blank. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: yes did this event result in the subject's discontinuation of the study?: no. Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 2: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 3: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 4: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 5: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(6) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 6: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: black if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank. Endocutter firing number: 7: name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that irregular or missing staple line or malformed or irregular shaped staples. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 3/26/2024. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: possible ntervention/treatment: none: yes. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) did this event result in the subject's discontinuation of the study?: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: yes. If other, specify: supplemental o2 for home. Outcome: recovered/resolved without sequelae if event is serious and device related , according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: na (if does not meet above criteria) if event is serious and procedure related, in the opinion of the investigator, is the adverse event expected/anticipated?: yes did this event result in the subject's discontinuation of the study?: no. Stapler information (note: multiple instances of the same stapler indicate subsequent firings with new cartridges) endocutter firing number: 1 name of stapler used: ech60s - echelon 3000 60 mm standard stapler unique device identifier: (B)(4) color of reload used: green if other, specify: blank was a staple-line reinforcement material applied with the stapler/reload?: no if yes, what is the staple-line reinforcement type: blank if other, specify: blank is the staple line integrity acceptable?: yes if no, specify the details of the irregular, missing or malformed staples: blank severity: mild. Is the adverse event serious? : no. Death: no. A life threatening illness or injury: no a permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: causal relationship.